Manufacturer narrative:
(B)(4). Upon receipt laboratory technicians confirmed that this device was depleting normally from date of implant until (B)(6) 2014 ¿ see report 2124215-2014-10802 for full analysis findings.

Event description:
There have been no further allegations related to this field observation. In 2014 this device was emitting tones and upon interrogation code 1003 was present indicative battery voltage too low for the projected remaining capacity. The device was explanted and returned for analysis. The more recent observation and analysis findings for the device can be found in 3500a report 2124215-2014-10802.

Event description:
--

Manufacturer narrative:
A technical service consultant noted that the rate of depletion was likely attributed to the outputs which were originally programmed high. As of today the device remains in service.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific crm received information that the patient implanted with this device developed a hematoma. While preparing for the hematoma evacuation procedure the local area representative noted that the battery appeared to be depleting faster than expected.